Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with a shock. The lead was oversensing and noise was noted on electrocardiogram . The lead was thought to have an apparent fracture. The lead was capped due to the inability to retract the helix and was replaced. No further patient complications have been reported as a result of this event.